Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including surgeries on (B)(6) 2005 and (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent additional revision and excision surgeries on (B)(6) 2005 and (B)(6) 2005.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, rectocele, atrophic vaginitis, urinary incontinence and urinary frequency.

Event description:
It was reported that following insertion the patient experienced cystocele, rectocele, atrophic vaginitis, urinary incontinence and urinary frequency.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to pain and dyspareunia, the patient underwent mesh revision on (B)(6) 2005 and (B)(6) 2005 by implanting surgeon.